Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that poor communication was seen on the patient programmer. It as confirmed that the patient was not recently implanted / had a revision surgery, and the patient was using the antenna. It was also stated that the issue began occurring following a defibrillator being used on the patient due to an unrelated heart attack on sunday. The caller was redirected to the health care provider (hcp) to have the system checked. It was also recommend that the caller should call back if the poor communication does not resolve without the antenna attached. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.